Event description:
The cardiologist attempted arteriotomy closure with a prostar plus 10 fr pvs device. Marking took a long time to obtain. The needles did not present on deployment. Needle back down was not successful. The cardiologist chose to attempt redeployment. Three needles presented and were removed. The interlock was then broken to access the last needle. Suture detach occurred on removing the fourth needle, but the suture was accessed. The white suture was tied, but broke with knot advancement. The green suture knot was successfully advanced, but complete hemostasis was not obtained. The pt went to successful manual compression without further sequelae.